Manufacturer narrative:
The customer¿s report of an incorrect infusion rate was confirmed. Review of the pcu event log prior to the reported event date and time showed the event pump module was running an existing infusion of heparin 20000 unit / 500 ml; rate 34.02 ml/hr on (B)(6) 2015 10:17 am with a patient weight of (B)(6) , dose of 18 unit/kg/h and a vtbi of 500 ml. A clinical advisory alert occurred ¿high risk! 2nd rn to verify¿. The alert was confirmed. At 11:23 am, the pause key on the pump module was pressed with a vi of 37.3 ml. Thirty minutes later, the infusion was restarted at 34.02 ml/hr. At 4:10 pm, the pause key on the pump module was pressed with a vi of 182.107 ml. One minute later, the infusion was restarted with the rate at 34.02 ml/hr. At 7:25 pm, the vi of 291.9 ml was cleared. At 10:46 pm, the infusion rate was changed to 39.7 ml/hr. The infusion completed on (B)(6) 2015 at 1:09 am with a vi of 208.102 ml. At 1:52am and 1:56am, the vtbi values were changed to 50 ml and 490 ml respectively. At 4:00 am, the `channel off key was pressed which powered off the pcu with a vi of 296.8320 ml. The next time the pump module had an infusion programmed was at 10:36 pm with a rate of 39.7 ml/h. The cause of the incorrect infusion rate displayed was user programming. Devices not received, log review only.

Event description:
The customer reported that the patient's medication record indicated that the rate of the heparin infusion had been changed from 34ml/h (18 units/kg) to 39.7 ml/h at 16:05, but when checked at 22:45 the rate was displayed as "34 cc/h. No patient harm reported. An event log review was requested to check programming.